Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. Additionally, it was found that the device's downstream occlusion (dso) seal was torn and the dso sensor was defective. Both the dso seal and sensor was replaced.

Event description:
It was reported that the bubbled dso seal, stiff keypad buttons. Device needs to be sent to ICU for further evaluation/repair. The event happened during testing. The device was returned for bubbled downstream occlusion seal. The event happened during testing. During physical inspection, it was found that downstream occlusion (dso) seal was torn and the dso sensor was defective.